Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, there was a loose cable at the tip of the small grasping retractor instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2022 and obtained the following additional information: no patient information could be disclosed for confidentiality reasons.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The root cause is attributed to a component failure. A review of the instrument log for the instrument (pn 470318-10/lot # n10200727-0108) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021 on system sl0273 for a low anterior resection procedure. The alleged event occurred on the 1st use of the instrument. No image or procedure video was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis found the small grasping retractor instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.